Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a review of manufacturing records, a review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. During functional evaluation the adapter tested satisfactorily. A control battery was inserted into the handle after which, the handle immediately displayed blue lights and a blinking handle indicator led, replicating the reported condition. Engineering evaluation confirmed this condition was due to open traces on the bldc board. The root cause of this condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be reassessed at that time.

Event description:
Procedure: laparoscopic gastrectomy. When operating room nurse inserted the battery to the idrive body. The body could not recognize the battery, the fist green light(for body) was blinking. The operating room nurse tried several additional times but same thing happen. She prepared another idrive and it worked well with the same battery.